Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis revealed a no output and no telemetry condition, consistent with the reported field experience. Further analysis found the loss of telemetry and device functionality was due to a depleted battery. The premature battery depletion was the result of high leakage current internal to the tantalum capacitor.

Event description:
It was reported that the patient was admitted to the hospital with bradycardia of 35 beats per minute. There was no device output and apparent failure to capture. The device was found to have reached its elective replacement indicators (eri) prematurely. The patient was monitored overnight, during which her heart rate ranged from 15 - 38 beats per minute. The device was explanted and replaced the next day. No further patient complications have been reported as a result of this event.